Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat left nephrolithiasis during a left percutaneous nephrostolithotomy of stone greater than 2 cm procedure that was performed sometime in (B)(6) 2023. Only one naviguide device was used. Ten days post-procedure, a computed tomography (CT) scan revealed the patient had developed a left ureteral stone. The patient reported a low-grade fever (100 degrees fahrenheit) and persistent pain following stent removal. A new left ureteral stent was placed to treat the left ureteral stone during a cystoscopy procedure. According to the physician's assessment, the event was serious, possibly related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 11, 2023, was chosen as the best estimate based on the procedure, which happened sometime in (B)(6) 2023, and the day of the adverse event reported at ten days (pod10) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2328 captures the reportable event of left ureteral stone. Imdrf patient code e2330 captures the reportable event of persistent pain. Imdrf impact code f2301 captures the reportable event of stent placement. Imdrf impact code f1901 captures the reportable event of cystoscopy procedure performed.